Manufacturer narrative:
Concomitant medical products: arnica montana cream, and ice. Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "oedema", and "redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the lips. 1 month later, patient presented with "redness and oedema" in the lips. Patient treated with prednol (methylprednisolone) 16 mg. Symptoms resolved 5 days after onset.